Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to inappropriate shock. Review of stored electrograms (egm) revealed that inappropriate shock was delivered to incorrect interpretation of signal on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable.